Event description:
Boston scientific received information that during the implant procedure, the device did not exit storage mode as the competitor lead impedance measurements were greater than 2000 ohms. The lead is not capturing and there is poor sensing. Under insertion of the lead into the device was suspected. This patient was not pacemaker dependent. The lead was surgically revised and the system was operating appropriately. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.